Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint; however, device evaluation has not been completed. Lfs will evaluate the returned meter and inform FDA of the test results in a supplemental report.